Manufacturer narrative:
Device 1 of 2. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the center holes of two products were found as deviated during use which had impacted on normal use. It was additionally confirmed that only the starter hole was off centered instead of the entire wafer assembly. Photographs depicting the issue were received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d5: operator of device has been entered in d5 as per recent additional information received. Please disregard the previous operator of device provided with initial emdr with patient ID (B)(6). According to the feedback from the customer care colleague, operator of device was the end user's family or friend. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6 - investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. Batch record review: lot 2e02740 was manufactured on 25/may/2022, in convex 2 piece (pc) (wct) line, with a total of (B)(4) market units (mkus). Compliance engineer performed a batch record review on 29/mar/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification 1156501 and manufacturing order (B)(4). Therefore, no discrepancy related to this issue were found within the documentation. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: during the event summary and impact evaluation of this nonconformance report (ncr), with the support of the triage team expertise, the most probable causes of the problem identified: machine/equipment: machine and process current design. Lifecycle of k-tool mechanical components has not been standardized as part of the machine preventive maintenance (pm). Method: there was not a visual aid or job aid on how to use the quality control (qc) tooling. There was not a detailed visual aid or job aid on how to perform the mass station set up. There was not a standardized visual aid for the flange loading stations and certification process for the station. The appropriate actions will be taken through the corrective/preventative action (CAPA). The investigation associated with related event was approved and complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.